Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the handle latch stopped working to unlatch the handle. It is unknown if the device was on tissue or not when the handle stopped working. Additional questions were extended to the site without response. No tissue damage and no patient injury reported.